Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake/had a touch contamination. The peritonitis was manifested by abdominal pain and generalized swelling. Four days after onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with an unspecified antibiotic every five days intraperitoneally (medication, dosage, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing and antibiotic therapy was ongoing at the time of this report. After being hospitalized for six days, the patient was discharged. The patient was recovering from the peritonitis event, but it was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.